Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the image was inverted. It is unknown if it moved freely or with uncontrolled motion. The endoscope orientation was down. It is unknown if the surgeon confirmed desired orientation when endoscope was installed. The endoscope and endoscope¿s adapter/base were not still engaged/in-synch/attached. The probable root cause cannot be determined based on the information provided and phone support details.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer contacted intuitive technical support engineer (tse) to report image rotated to 180 degrees. Tse advised to remove the scope, cancel guided tool change and re-install it. Customer undocked and re-docked the system while on call. The issue was resolved, and system was working fine after that. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer undocked and re-docked the system to resolve the issue with the 30 degree endoscope plus. No site visit was conducted. The endoscope was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to user-related issue. Based on tse notes, customer was able to undock and dock the system in order to correct the issue with the endoscope.